Manufacturer narrative:
The reported lot number could not be matched to the reported device upn. Therefore, the lot expiration and device manufacture dates are unknown at this time. (B)(4). The device has not been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol basket was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the basket was noted to be broken. The procedure was completed with another zero tip nitinol basket. There was no serious injury nor were there any adverse patient effects reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Block h2: additional information: d4, h4 (lot number, expiration date, device manufacture date). Block h6: device problem code 1069 has been used to capture the reportable event of basket wire break. Block h10: visual analysis of the returned zero tip basket found the basket wire had been broken but is still attached to the proximal end of the basket. It is possible that the way in which the device was handled and manipulated may have contributed to the failure encountered (basket wire broken); the defect found is typically caused due to excessive manipulation of the product by the user or excess of force applied to the device. Therefore, the investigation conclusion code of this event is "cause traced to component failure" since the failure was an expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 10:59 am CT.the report number is being corrected from: 3005099803-2018-62013to: 3005099803-2018-61423

Event description:
It was reported to boston scientific corporation that a zero tip nitinol basket was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the basket was noted to be broken. The procedure was completed with another zero tip nitinol basket. There was no serious injury nor were there any adverse patient effects reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.